Event description:
Additional information was received from a manufacturer representative (rep). The rep provided the patient's weight at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since yesterday the pt had been unable to connect to their implant with both their patient programmer ((B)(4)) and their recharger (insr: nku446818n). Pt was seeing the "reposition antenna" screen on the insr and the "poor communication" screen on the pp, however, the pt could still feel stimulation. Pt mentioned that the ins is for their elbow and that their stimulation is not up very high so they do not have to charge that frequently (ins charge lasts a month, pt usually charges weekly)- says they last charged about 2 weeks ago. The rep, steve buck told the pt to contact pats regarding this issue and is meeting with the pt today to check the ins. Pt put in new aaa batteries into the pp while on the call, while putting in batteries pt said their hands don't work too well these days. After putting in the new batteries, pt tried to connect the pp to their ins and still received the "poor communication screen". Pt also tried to connect with the insr and received the "reposition antenna" screen while on the call. Pt said they have not any recent falls. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller was redirected to the healthcare provider (hcp). Additional information was received from the manufacturer representative (rep). Rep said he met with patient and his tablet won't connect to the implant either. Rep said he started a physician recharge mode and 2 minutes later, patient no longer felt stimulation and normal connection to the implant was possible. Patient's implant was at 75% full. Technical services(ts) told rep ts have not seen this scenario in the past, obviously the reset command allowed the system to reset and resume normal function. Rep did mention seeing the 0-7 electrode out of range at greater than 10k ohms; the lead is not being used.